Event description:
As reported by a field clinical specialist (fcs), approximately 5 years and 11 months post procedure of a 20 mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented severe aortic stenosis with a mean gradient of 90mmhg. Patient also presented mild regurgitation. A decision was made to implant a 20mm sapien ultra to treat the patient. The procedure went well and the tte now shows a mean gradient of 9mmhg.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Correction to section h6. The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. In addition, no relevant imagery was provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 5 years and 11 months post procedure of a 20 mm sapien 3 valve in the aortic position via transfemoral approach, the patient presented severe aortic stenosis with a mean gradient of 90mmhg. Patient also presented mild regurgitation.'' Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to insufficient information, a definitive root cause was unable to be determined. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.